Event description:
The device was initially reported for pod hazard alarm/alert/advisory - during operation. The complaint has been reassessed as reportable based on the investigation finding of corrosion.

Manufacturer narrative:
The pod generated an 0x3d alarm, indicating step sensor asserted before wire driven. A root cause for the reported 0x3d alarm could not be determined. Corrosion was observed on the pcb, resulting in low battery voltages. No leaks or housing damage was observed that could be attributed as the root cause of the observed corrosion. The source of the internal pcb corrosion could not be determined. It could not be conclusively determined if the observed corrosion is directly linked to the 0x3d alarm. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.6 hardware: iphone15.3 cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.